Event description:
Pt reported obtaining elevated blood glucose results (-300 mg/dl), for 2.5 days, while using the suspect device. Pt indicated that, based on the elevated readings, she delivered additional insulin; however, she was unable to successfully lower blood glucose. Pt indicated that she sought treatment for high blood glucose, at the hosop, where her blood glucose reportedly measured - 300 mg/dl (on hosp's blood glucose monitor). Pt then stated that the insulin, with which she had been self-treating, must have "kicked-in," as she was treated with an intravenous "sugar-solution." No additional details of subsequent readings, or treatment received, were provided. Pt's current not been performed on the device. Technical support request the return of the suspect product and replacement product was shipped.